Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and was resolved by a complete set change. The customer's blood glucose reading was unknown at the time of incident. The customer was unable to troubleshoot at the time of the call.